Event description:
Worsening health since breast augmentation (placement of 600cc smooth round silicone mentor implants), several symptoms: chronic fatigue, brain fog (I'm a straight a student normally but after the operation, I could barely study, I can't articulate words and sentences like I could before, I search for my words like an old woman), muscle ache and poor recovery, joint pain, hair sheds more and won't grow, dry skin/eyes/mouth, easy bruising and slow healing, tender lymph nodes in neck, tingling and numbness in arms and legs, breast pain, poor circulation, dehydration, frequent urination, neck and back pain, skin pigmentation changes (hypopigmentation around lips where red pigmented skill cells have lost their pigment and discoloration around eyes), premature aging (rapid breakdown of collagen in my face, I'm (B)(6) and I have lines that my (B)(6) mother has, especially in my cheeks/jowl area and my forehead exploded with tiny wrinkles and the wrinkles I had got far deeper in a matter of months. I also have a lot of fine lines around and under my eyes, completely unnatural and I experienced nothing like this before, by 6 months post-op I had an entirely different face), new and persistent infections, persistent cough, headaches and dizziness, anxiety, mood swings, depression and emotional instability. I don't have health insurance so I haven't seen a dr about any of this but I have been suffering since I had them put in . FDA safety report ID# (B)(4).